Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) confirmed that the issue had been resolved by the customer, who was able to use the add item function to issue the medication. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the medication was not on profile. The customer stated that this malfunction occurred while dispensing the medication to the patient care. There were no adverse events or injuries reported based on this event.